Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Laparoscopic cholecystectomy - upon deployment the bag came off the prongs and were exposed inside the body cavity. The doctor mentioned having difficulty deploying the bag. Patient status - no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.